Event description:
It is reported that the patient was revised due to loosening. It was noted that the femoral component had a large amount of osteolysis on the anterior aspect.

Manufacturer narrative:
This report will be amended when our investigation is complete.